Event description:
It was reported that the customer thought his insulin pump was defective. His blood glucose was unk at the time of reporting. He stated that he believed his pump was releasing too much insulin. The insulin pump is being returned. No add'l info was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The bolus wizard functioned properly per boluz wizard sample.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.